Manufacturer narrative:
This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.1mm, vicmo12.1, -7.50 diopter, implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2018. The lens was removed and replaced within the same surgery due to observation of low vault and the problem was resolved.

Manufacturer narrative:
(B)(4).